Event description:
It was reported that pt complains of pain down entire leg. She has discomfort when sitting and standing. She is unable to bear weight on right hip. She has had blood tests and these have shown no metal in her system. An MRI has shown build up of excess fluid around hip. She is scheduled for a revision surgery on (B)(6) 2012.

Manufacturer narrative:
The pt is (B)(6). It was indicated that the device is not available for eval, as it is still implanted. At this time, the pt was unable to identify the devices implanted, however, believes them to be either rejuvenate or abg ii. Additional info has been requested and if received, will be provided in a supplemental report.